Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the suregon is an experienced user and when he went to clip the cyst duct the device would not release the clip. The surgeon pulled another device and the case was completed without incident.